Event description:
Additional information received indicated that the issue was an out of box failure.

Manufacturer narrative:
Per data log analysis, on 23-jan-2019 at 11:27:24 am, the oxygen (o2) sensor hours was set to zero indicating the o2 sensor was replaced. Each attempt to calibrate the gas system resulted in a failure, "o2 sensor out of range at calibration". The values reported were 428, 384 and 460. These values are all below the allowed range of 505 to 2717. It appears the new o2 sensor is bad.

Manufacturer narrative:
A manufactured date that is not applicable was inadvertently added to the previous medwatch submission. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the oxygen (o2) sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed no calibration failures to occur. The epgs was connected to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi) and after the 15-minute warm up period calibration was initiated and passed. The measurement of direct current (dc) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 2.08 volts (v), within specification. The epgs was successfully calibrated several more times.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed calibration multiple times. There was no patient involvement.